Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis, visual analysis of the photographs identified black particles material was found on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side rupture. Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "left capsular contracture with radial folds of implant" via us report. The device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "left capsular contracture with radial folds of implant" via us report. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed as fold flaw opening. Creases/folding of implant: was observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particles were observed on the shell. No further actions are required as the device was implanted.